Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the suggested event of ¿glue around the objective lens was deteriorated, cracked and missing¿ was presumed to be caused by stress applied to the distal end from the outside of the endoscope or chemical attack by chemical agents. The instruction manual identifies the following related verbiage which may help prevent the phenomenon: ¿operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the gluing around charge couple device (ccd) unit had deterioration with cracking and visible missing parts. Additionally, the air leak inspection showed a continuous flow of bubbles located in the area of the cable tube unit. The user¿s complaint of leak was confirmed. There was also detachment of the distal end rubber cover glue, the venting connector was damaged, m plug unit master was cracked, all cable tube units were kinked, insertion tube had looseness, and failure was noted on switch number 2. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Device was returned for repair by the customer for a leak observed during reprocessing. There is no patient involvement and no harm reported to any patient. During device evaluation, it was observed that the gluing around charge couple device (ccd) unit had deterioration with cracking and visible missing parts. This medwatch is being submitted for the reportable issue of the deterioration and cracks with visible missing parts of the gluing of the ccd unit.